Event description:
It was reported that during a coronary artery drug-eluting stenting procedure the taxus liberte stent dislodged. The physician used a 2.5x20mm maverick balloon to predilate the long, severely calcified lesion and implanted a 2.75x32mm taxus liberte drug-eluting stent at the mid lad (left anterior descending). Then the physician planned to implant a 2.5x24mm taxus liberte drug-eluting stent at the previously placed taxus liberte drug-eluting stent. The 2.5x24mm taxus liberte was advanced "two to three times" in an attempt to cross the previously placed taxus liberte and the physician found that the stent was not on the balloon. After searching, the stent was found at proximal lad. The physician used a guide wire to push the stent into the previously placed 2.75x32mm taxus liberte drug eluting stent and crushed the 2.5x24mm taxus liberte stent within the previously placed taxus liberte with a balloon. The patient was reported to be fine post procedure.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is operational context. Product unavailable for analysis